Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the image disappears and ceases to emerge due to cable break. Furthermore, a torn and leaking cable were observed. The probable cause of the defects were due to normal wear and tear damage, customer mishandling, and increase use over time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the camera head has insulation breaks on the cable. In addition, the cable is torn out. During a standard service inspection of the customer returned device, cable break resulting in the image disappearing was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.